Manufacturer narrative:
H6. Method: reviewed inspection/mfg records with no discrepancies found. X-rays were returned and reviewed and it does show that a fracture occurred at the level of one of the cerclage wires in the region of the metaphsis, but the exact location of the fracture cannot be determined. H6. Results: sufficient data has not been made available to determine actual cause for failure at this time. If/when additional data or product is made available, then a follow-up report will be provided. Stem has not been revised at this time.

Event description:
Sales agent notified sulzer orthopedics inc. Of an apr-t rev. Stem that broke. Device explanted and returned to sulzer orthopedics inc. On 04/23/98.